Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported shortness of breath/dyspnea and chest pain. Patient was brought in for a computed tomography (CT) scan which revealed a dislodged right ventricular (rv) lead. The scan also revealed a lead perforation through the apex of the heart resulting in effusion and tamponade. The effusion was drained and a lead revision procedure was completed. The lead remains in use. No further patient complications have been reported as a result of this event.